Event description:
It was reported that during a sleeve gastrectomy procedure, the device made the metal on metal sound and was removed from the patient. They replaced the product. Minutes later, the white inactive pad was found in the patient. The theatre sister realized that the inactive pad had fallen off the harmonic sheer and kept both parts to be collected. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 11/19/2008. Info anticipated, but unavailable at this time.